Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 43 mg/dl. Customer¿s current blood glucose was 59 mg/dl. Troubleshooting was done for low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer did not allege insulin pump was over delivering. The insulin pump will be returned for analysis.